Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported heart block could not be conclusively determined. Concomitant devices: response ep catheter, tacticath quartz ablation catheter.

Event description:
During an atrial fibrillation ablation procedure, the patient developed heart block. While ablating the right superior pulmonary vein, the patient developed heart block, pacing was required to continue the procedure and an external pacemaker was placed following the procedure. The patient¿s intrinsic rhythm returned during the night and the patient was discharged the following day. The user suspected there was an underlying conduction issue and during transseptal puncture, the agilis sheath put pressure on the conduction system.